Manufacturer narrative:
(B)(4). Batch # r5a42a. Investigation summary: a photos were returned along with the device. Upon visual inspection of a photos, the following was observed: the photo shows a blue reload inside of its opened package and the reload present threes drivers up and the swing tab appears to be unlocked. It is possible that the firing knob was not returned to its home position while loading the reload. The device analysis results found that the tcr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the unlocked position and the proximal 3 drivers up without staples and the remaining drivers were down. The reload was tested for functionality with a test instrument and it performed as intended. In addition, two missing staples were observed. The condition on the returned reload is consistent with an improper loading technique, as it is possible that the firing knob was not returned to it's home position while loading the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the reduction of stoma surgery, noted some staples protruding as the picture shows. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.